Event description:
The patient received two leads with the same lot number. It was reported the patient had increased pain in the left leg just after the implant of the scs system. The sjm rep reprogrammed the patient, but it was reported the patient felt the stimulation more in the right leg. The patient went to the emergency room due to the pain. It was reported she was kept for observation. The sjm rep provided reprogramming a second time and it was reported the patient received effective stimulation coverage. Follow up identified the patient was released from the hospital and the implanting physician had provided the patient with an epidural injection and an infusion of ketamine. It was reported the patient had decreased pain after the intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.